Event description:
This device was implanted on (B)(6) 2011, and remains implanted at this time. A call to patient's services on (B)(6) 2013, states that since the change out, patient has been in continual atrial fibrillation and soreness from the device site up the left side of her neck and into her left arm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).